Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was 4.1 mmol/l at the time of the incident. The customer stated that the reservoir was cracked and that there was a motor error. Troubleshooting was provided. Reservoir unable to lock in and it was not stated if the motor error was cleared. The insulin pump will be returned for analysis.